Event description:
It was reported by service report that the head left siderail would not rise due to a broken weld. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: head left siderail stuck down due to a broken weld.